Event description:
I received a call from (B)(6) that they had a catheter trigger on its own and then what sounded like an afl trip "catheter broke" they removed catheter and then used a second catheter to perform pullback. They had trouble removing second catheter. So they turned off the system and removed the second catheter. They saved both catheters for return in a biohazard bag. I followed up with dr. (B)(6) he said they enabled and before anyone could inject or purge it triggered on its own. They replaced the catheter with a new one, after imaging the second catheter was stuck so he instructed them to shut the system down and pull it out. The pullback mechanism was stuck in the jaws. They were able to remove it will a little force but staff was afraid they were pulling the guts out of the pim because they could see the pullback mechanism on the catheter.